Manufacturer narrative:
Additional narrative: patient age/date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. Part 314.050, lot 9106721; (B)(4); release to warehouse date: october 13, 2014. No non-conformance reports were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: it was reported that during a left hip pinning procedure, the tip of the cannulated 4.0mm hexagonal screwdriver was bent. This complaint is confirmed. The distal hex tip shows wear and rounded edges. One of the six hex walls has collapsed internally impeding on the inside diameter / cannulation. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review, dimensional inspection, and drawing review were performed for the returned device as part of this investigation. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. The assembly drawing and screwdriver shaft component drawing for the cannulated hexagonal screwdriver were reviewed during this investigation. The inside diameter at the distal tip was measured. The largest gauge pin that fit was not within specification. The post manufacturing damage (one of the six hex walls has collapsed internally impeding on the inside diameter / cannulation) has contributed to this complaint condition. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a left hip pinning procedure, the tip of the cannulated 4.0mm hexagonal screwdriver was bent and unable to pass over the guide pin. There was a delay of five (5) minutes, to obtain another screwdriver from another set to complete the procedure. There were no fragments generated, and no additional medical or surgical intervention was required. There was no reported patient harm. When the device was investigated by the manufacturer it was noted that the distal hex tip shows wear and rounded edges. One of the six hex walls has collapsed internally impeding on the inside diameter / cannulation. Concomitant devices reported: guide pin (part/lot unknown, quantity 1). (B)(4).